Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages and low speed operation events occurred. The submitted log file was reviewed by the manufacturer¿s technical service representative and confirmed pump stoppages. X-rays were remarkable for an area of potential damage on the external portion of the percutaneous lead (driveline). On (B)(6) 2018 the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported pump stoppages and low speed operation events were confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potential driveline issue; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical service on 25 may 2018. The approximately 18.5 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any evidence of damage but several kinks were observed approximately 9.5 inches and 13.25 inches from the connector. However, no insulation breaches were noted. The friveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient was placed on grounded patient cable and was to be observed for any additional alarms prior to discharge. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.